Event description:
Boston scientific (bsc) crm received information that while this ventricular lead was being removed from the header of a pacemaker, the lead material separated from the terminal pin. The lead was surgically abandoned but the terminal pin segment will be returned for analysis. No adverse patient effects were noted.

Event description:
--

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection revealed separation between the terminal pin and terminal ring. Analysis determined the separation was possibly due to a combination of a setscrew possibly not being fully backed out, seal rings folded back (and folding forward during removal causing resistance) or stuck to inner barrel of header, and body fluid in the header which may weaken the bonding assembly under the terminal ring. This product issue will be updated if additional information is received.

Manufacturer narrative:
The lead segment has not been returned for testing. Therefore, bsc crm cannot confirm the reported clinical observations. No other adverse events have been reported. This issue will be re-evaluated if additional information is received. The returned product is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.